Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a light handle. The handle fell off of the light during surgery and hit a pt in the head. No adverse consequences noted at this time.